Event description:
Caller reported intermittent occlusion alarms. The customer's blood glucose level was 354 mg/dl. The customer changed pump supplies and resumed insulin therapy. However, occlusion issues continued and the customer reverted to an alternate method of insulin therapy.